Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to moisture damage on force sensor resistor. The excessive no delivery alarm test could not be performed due to the error alarms. The device also had a cracked reservoir tube lip, cracked display window and cracked case near display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. The customer had changed the infusion set the night before but alarm happened again. Troubleshooting was performed and the customer was able to prime after disconnecting and reconnecting the tubing and reservoir. The customer also reported that the insulin pump had is cracked at the reservoir compartment and at the lcd screen corners and she had difficulty removing the battery cap. The blood glucose at the time of the incident was 273 mg/dl. The device was returned for analysis.